Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that overnight, her infusion set got pulled out of her body and her blood glucose rose to 596 mg/dl. The customer stated that the sensor was showing 110 mg/dl with no arrows. The customer tried to calibrate and received calibration and change sensor alerts. The customer stated she gave a 12 unit bolus into the air because she didn't realize the site was out. The sensor was replaced. Troubleshooting for high blood glucose was not performed.